Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a cd infusion set after running out of insulin and completing a supply change with assistance; insulin delivery was resumed following guidance on proper procedure and user interface steps. Symptoms included elevated blood glucose of 192, consistent with hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.